Event description:
A malfunction alarm labeled as malfunction 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and contact support if the issue happened again, which was acknowledged and understood by the caller.